Event description:
It was reported complainant stated "consultant carried out a c-section on a patient. He placed aquacel extra into the cavity to deal with bleeding and debridement." The consultant closed the patient with the dressing intact in the cavity. There was no way of removing the dressing so, the patient was taken back to surgery to have the dressing removed.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Additional information received on (B)(4) 2014 informing the consultant used the aquacel extra as a hemostat and to debride. The dressing was in place for two days. It was noted the reported complaint issue is more about the lack of understanding how to use the dressing rater than a problem with the dressing itself. The customer called to ask if leaving aquacel extra closed in the patient would be okay to do. It was explained that aquacel extra was not designed to be used that way as it does not break down or degrade and they would have to remove it. It was further reported the issue is a user error and training is being put in place to ensure it doesn't happen again. Additional information was received (B)(4) 2014 via email informing the packaging was discarded so the product lot/codes are unavailable.